Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report a falsely elevated toxoplasma quantitative igg result that was obtained on a patient sample on an immulite 2000 xpi instrument. Quality controls (qcs) recovered within ranges on the day of the event. Per the limitations section of the immulite 2000 toxoplasma quantitative igg instructions for use (IFU): "the results of the test must be taken within the context of the patient's clinical history, symptomology and other laboratory findings." Siemens evaluated this issue and provided the following conclusion: the system water test was reviewed and found within specification. The customer tested the repeatability on other assays, and results for other assays were within siemens specifications. Siemens asked for maindata, errorlogs and spy files for evaluation. No data was available. Additionally, operator could not provide more detail information about the patient. Customer stated that the reported issue was an isolated event. Based on the available information, the cause of the discordant result is consistent with a sample integrity issue. The customer is operational, and the reported issue is resolved by routine troubleshooting.

Event description:
A falsely elevated (reactive) toxoplasma quantitative igg result was obtained on a patient sample on an immulite 2000 xpi instrument. The erroneous result was not reported to the physician(s). For troubleshooting, the sample was repeated in multiple replicates on the same instrument on two additional dates. The repeat results were lower than the erroneous result. Most repeat results were nonreactive, one repeat result was indeterminate, and two repeat results were reactive. The sample was also tested with the toxoplasma igm assay on the immulite 2000 xpi instrument and was nonreactive for toxoplasma igm. Historical results from (B)(6) 2023 were nonreactive for toxoplasma igg and toxoplasma igm. Alternate laboratory results from february 2024 (instrument unknown) were nonreactive for toxoplasma igg and toxoplasma igm. The nonreactive toxoplasma igg result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated toxoplasma quantitative igg result.